Manufacturer narrative:
The tech found the bed exit tape switch is not functioning. The advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Ensure the bed exit system works properly and that it places the appropriate call when activated. The tech installed a bed exit tape switch kit to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the bed exit will not alarm. No pt injury reported.